Event description:
Radiometer complaint reference: (B)(4). According to the complaint, on (B)(6) 2025, 09:00 the capillary mode on the abl90 flex plus analyzer (serial number: (B)(6) has changed from 45ul to 65ul, without operator intervention.

Manufacturer narrative:
Radiometer investigation have identified the root cause to be a software error.